Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had an open circle on the replacement insulin pump. Customer was explained that she was in open circle special mode. Troubleshooting was performed and customer confirmed that the open circle was gone. Customer's blood glucose was 441 mg/dl yesterday. Customer stated that her blood glucose was high for about 24 hours yesterday. Customer declined troubleshooting for high blood glucose. Customer stated that she already changed her set.